Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 09jan2020. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of backup battery fault alarms was unable to be confirmed through this investigation. The heartmate 3 system controller was not returned for analysis. Additional provided information communicated on 19jul2021 stated that the system controller would not be returning for evaluation. The root cause of the reported event was unable to be conclusively determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records for the 11v backup battery (serial number: (B)(6)) were unable to be reviewed due to the records being unavailable and maintained by the vendor. The reported event of backup battery fault alarms was unable to be confirmed through this investigation. The system controller (serial number: (B)(6) ) was not returned for analysis; however, the 11v backup battery (serial number: (B)(6) ) was returned for analysis. The backup battery underwent functional testing and passed. The battery was able to pass an electronic load test for over 15 minutes without issue. Multiple self-tests were performed and no alarms were active. The battery functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing backup battery fault alarms. The alarms did not resolve with back up battery replacement. The controller was exchanged and the alarms resolved.